Manufacturer narrative:
This complaint was discovered on the maude database and was never submitted to conmed corporation by the end-user facility. Information provided on the maude report #mw5042309 indicated that the device was available for evaluation. However, the maude report did not contain user facility name, address, and phone number or any contact information; therefore, follow-up could not be conducted to obtain additional patient/event information nor can request be made for the device to be returned for evaluation. Without the involved device an evaluation could not be performed, the reported "device separation" therefore cannot be confirmed and the specific failure mode as well as associated root cause cannot be conclusively determined. However, evaluation of similar complaints revealed that the most likely cause of this reported problem is user error for not releasing the "locking mechanism" of the device prior to the removal, and/or application of force during manipulation of the device which exceeded the pull off strength of the cervical cup/intrauterine balloon. This device was manufactured 05-mar-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon; 2. Cervical cup; 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient. Not returned to conmed corporation.

Event description:
This incident was discovered during a maude data base review process. This incident was never reported to conmed corporation by the end-user facility, nor did conmed receive a user medwatch 3500a report forwarded by the FDA. It was reported on the maude report #mw5042309 that during a robotic laparoscopic hysterectomy: "conmed vcare uterine manipulator balloon popped and inverted over the end of device. This, in turn, caused the green plastic cup of the device to come off in the patient. The blue plastic cup also slid off as the device was being removed from the patient." No information regarding patient demographics (weight and age) was provided in the maude report. Additionally, follow-up with the end user facility could not be conducted, as the report was filed without the disclosure of any contact information (i.e. Name, address, phone #) of the end-user facility.